Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 12:00 am, the patient¿s cgm displayed readings between 65¿70 mg/dl. No fingerstick blood glucose (fsbg) check was performed at that time. The patient developed symptoms of nausea and vomiting, and the parent administered oral ondansetron (zofran), suspecting a gastrointestinal illness; however, vomiting persisted. At approximately 04:30 pm, the patient was taken to urgent care. An fsbg reading at that time was >700 mg/dl, confirming diabetic ketoacidosis (dka), while the cgm displayed 80 mg/dl. The patient received insulin via injection and intravenous (IV) anti-nausea medication (name not recalled) and was transferred to a hospital for further management. The patient arrived at the hospital at approximately 07:30 pm. At that time, the cgm continued to display readings between 60¿80 mg/dl, while fsbg remained >700 mg/dl. The patient was treated with IV insulin and IV fluids. Due to not eating for approximately 24 hours, IV glucose was also administered. The sensor was removed during hospitalization. By (B)(6) 2026, the patient reported improvement and was anticipated to be discharged. The last recorded fsbg during hospitalization was 236 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.